Event description:
It was reported that a severe blood glucose event occurred, but available information did not clarify whether this was hyperglycemia or hypoglycemia, and no specific device component or malfunction could be identified. Symptoms included insufficient information to characterize clinical manifestations. Outcomes included insufficient information to characterize the impact. Investigation included communication attempts with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information regarding any specific medical device problem or device component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.